Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that patient came to medical office as the crown was disengaged and doctor realized the implant oss311 was fractured. The implant was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report . B5: describe event or problem. G4: date received by manufacturer . G7: type of report, follow-up number. H2: follow up type . H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative. One osseotite® implant 3.75 x 11.5mm (oss311) was returned for investigation. Visual evaluation of the as returned product identified significant wear and debris about the implant threads, and lateral fracture. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for approximately 7.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Device history record (DHR) review was completed for the subject lot number 2012021265. It was confirmed that all operations and inspections were executed as per the applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.